Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the pharynx during a bronchoscopy procedure to treat stenosis performed on (B)(6) 2026. During procedure, it was noticed that the cre balloon did not hold the inflation pressure. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered. Note: the indication for use (IFU) states that the cre pro wireguided balloon dilatation catheters are indicated for use in adult and adolescent populations to endoscopically dilate strictures of the alimentary tract. Also indicated in adults for endoscopic dilatation of the sphincter of oddi with or without prior sphincterotomy. However, the complainant reported that the type of procedure was bronchoscopy and the anatomy location was at the pharynx.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the pharynx.